Event description:
It was reported that the device battery may have indicated recommended replacement time (rrt) early because the physician noted no shock therapy had been delivered and the percentage of pacing was 0% for both the atrium and ventricle. A replacement procedure is scheduled and the device remains in use. No patient complications have been reported as a result of this event.

Event description:
It was later reported that the physician chose not to replace the device.

Manufacturer narrative:
Product event summary : the actual device was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed recommended replacement time (rrt) was indicated on (B)(6) 2014.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Concomitant product: 6943 lead implanted 2002 (B)(6). (B)(4).